Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a discolored screen on the system controller (serial number (B)(6)) was confirmed via testing of the returned product. The system controller was returned for testing and revealed extensive evidence of fluid ingress throughout the controller including all print circuit boards (pcbs), the liquid crystal display (lcd), the driveline button, and power cable connectors. Fluid ingress was especially noted in the lcd assembly which is consistent with the observed and reported discoloration. The system controller was connected to a mock circulatory loop for an extended duration and was able to support the system without issues or alarms. The controller underwent functional testing and passed without issue. Log files were downloaded for review and revealed routine events including power source exchanges. On 18nov2025, driveline disconnect and lvad (left ventricular assist device) off alarms were captured, consistent with the reported controller exchange. There were no other notable alarms active and pump operation was not affected. Provided information indicated that the patient observed discoloration after dropping the controller on the floor. The controller was exchanged afterwards. The root cause for the discoloration on the display was determined to be due to the observed fluid ingress, however, a root cause for the fluid ingress was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 instructions for use (IFU) and the heartmate 3 patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿equipment maintenance¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook section 4 - ¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the display of the system controller was discolored after a fall. During that incident the controller hit the floor. The controller was exchanged.